Event description:
During the surgical procedure it was discovered that one of the laparoscopy trocars had a piece of plastic missing from the shaft. The physician checked inside of the patient for the piece as well as around the surgical field. The piece was never located.